Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 29 in the mouth, the driver broke inside the implant. Clinician noted the implant had to be cut out due to dense bone. Another implant was not placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 29 in the mouth, the driver broke inside the implant. Clinician noted the implant had to be cut out due to dense bone. Another implant was not placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Event description:
The clinician reported that on the day the dental implant was placed in ada site 29 in the mouth, the driver broke inside the implant. Clinician noted the implant had to be cut out due to dense bone. Another implant was not placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.